Event description:
It was reported that customer¿s pump touchscreen was cracked, shattered, and screen became unresponsive. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump for insulin delivery.